Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was self-activating during the procedure. The self-activation occurred when the device was outside of the patient cavity. There was no patient injury. The device was discarded by the site.